Event description:
The manufacturer received information alleging a patient developed respiratory distress while using a ventilator. The patient required hospitalization. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported the manufacturer received information alleging a patient developed respiratory distress while using a ventilator. The patient required hospitalization. According to the caregiver, the patient is allergic to mold and she believes the ventilator was in use on another patient and was not properly cleaned before being used on her patient. The durable medical equipment dealer (dme) was contacted by the manufacturer. The dme stated the patient is fine and there was no permanent harm or injury. The ventilator is currently unavailable for investigation as the dme has placed the device in quarantine where it will remain. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.